Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung issues. The reported information states the patient was prescribed cetirizine, symbicort, and mometasone. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung issues. The reported information states the patient was prescribed cetirizine, symbicort, and mometasone. The device was returned to the manufacturer's product investigation laboratory for examination. No evidence of sound abatement foam degradation or breakdown was observed within the base unit. However, dust and dirt contamination determined to be inconsistent with degraded sound abatement foam was found throughout the device enclosure and airpath, indicating a likely external source of contamination. The device's event log was reviewed by the manufacturer, and no errors were found. The manufacturer concludes that it is unable to address the symptoms described in the complaint. The investigation confirmed the presence of contamination within the airpath. However, the manufacturer is unable to evaluate or address any concerns related to the filter, as it was not returned with the device. In this report, section d9, g3, h3, h6 has been updated or corrected.